Manufacturer narrative:
It was reported that the patient experienced pain/non-auditory sensations and loss of electrode function, resulting in explant of the device on (B)(6) 2021. This report is submitted on april 29, 2021.

Manufacturer narrative:
This report is submitted on may 21, 2021.

Manufacturer narrative:
Per the clinic, it was reported that the medication administered was oral antibiotics and topical and oral steroids. This report is submitted december 19, 2019.

Manufacturer narrative:
This report is submitted on november 25, 2019.

Event description:
Per the clinic, the patient experienced pain at the magnet site that was treated with a-n unspecified medication. The implant remains in-situ.